Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was reported that the patient experienced an unspecified stomach infection (no further detail was provided). On and unreported date, the patient was hospitalized for the stomach infection (suspected peritonitis). Treatment was not reported. It was not reported if the patient was diagnosed with peritonitis. No further information regarding the outcome of the event was provided. It was not reported if pd therapy was ongoing. No additional information is available.